Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative later reported that the physician will continue to monitor the issue.

Manufacturer narrative:
Upon a further interrogation the field representative reported everything was normal except there was a fault code 1005, open shock lead, initially. Upon review of the logbook this patient had ventricular fibrillation episodes in which eight shocks were delivered but none of them had converted. These shocks all recorded greater than 125 ohms. External shocks were required to convert the patient. The shock lead integrity test was normal. It was also reported that the patient's condition is poor and the physician may elect to continue to monitor. Further information from the field representative noted that no changes were made and the device was not being removed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered a 41 joule shock and then recorded impedances greater than 125 ohms with an open fault code. The patient had been in sinus tachycardia which progressed to ventricular tachycardia (vt). Anti-tachycardia pacing was delivered for atrial flutter with fast tachycardia and retrograde. It appeared as though the shock converted the vt however the shock accelerated the atrial flutter. The day after, a shock lead impedance testing revealed normal impedances. Daily measurements had been increasing up to 100 and then after shock dropped down to 60 ohms. No adverse patient effects were reported. Technical services advised troubleshooting. However, the representative reported that this patient was really sick and was unsure if the doctor would do further testing.